Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 550:30:654 was neither confirmed nor reproduced. However, during product evaluation a baxter service technician discovered and confirmed failure code 550:320:654:0000. The assignable cause for the problem was found to be a faulty speaker harness. The main speaker and associated parts were replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A device history review was performed with no exceptions during manufacturing found. A service history review was also performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with failure code 550:30:654. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.